Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a leak. This device is a single use device and was discarded. The root cause was determined to be separated tubing at the junction of the luer. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow up report will be submitted if additional information becomes available.

Event description:
This is a report from baxter (B)(6) of an lv5 infusor that was leaking. The infusor was filled with fluorouracil at the dublin compounding. No patient was involved. No patient injury or medical intervention had been reported related to this device. No additional information is available.